Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Three x-rays were sent for independent radiologist evaluation. The review identified no evidence of loosening, subsidence or malposition. There appears to be a relatively small amount of tibial cement used, particularly along the tibial stem. The alignment appears satisfactory. The position would not appear to cause limited range of motion or pain. Bone quality appears slightly diminished radiographically. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr, ps, cra, lps and lcck package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined without additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s)-palacos r 1x40 single, catalog# 00111214001, lot# 75964220. Tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598004701m lot # 62167056. Articular surface size ef 12 mm height "use with plate 5, catalog # 00596404012, lot # 62267406. All poly patella size 29 mm dia. Standard 8.0 mm thickness, catalog # 00597206529, lot # 62244406. Femoral component option size f left compatible with lps-flex prolong, catalog # 00596401651, lot # 62221510. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Previously reported under 0001822565-2017-03008. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-03009, 0001822565-2017-03010. Product location unknown.

Event description:
It was reported that patient underwent left total knee arthroplasty and experienced pain in the knee and shooting pains down the shin. Patient was revised due to tibial loosening approximately four years post-implantation. Attempts have been made and no further information has been provided.